Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument stopped holding clips. The user completed the procedure with no further issue reported. No fragments fell inside the patient. The surgeon's head was inside the surgeon side console and manipulating the instrument when the issue occurred. No instrument collisions were observed during the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument stopped holding clips mid-procedure. The surgeon was using the correct clips and correct size. The customer used a backup instrument to continue the procedure. There was no fragment falling inside the patient.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.